Manufacturer narrative:
The insulin pump was received with an unexpected open book error message after battery installation due to moisture damage at electronic assy. The insulin pump failed leak test, unit leak at the display window corners. The insulin pump was received with cracked case at reservoir tube lip and battery tube threads. The insulin pump was received with minor scratched lcd window and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there was fluid in the insulin pump. The customer also reported that there was fluid under the lcd. The customer's blood glucose was 87 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to water. The customer stated they received a sudden vibration followed by a blank display. The customer stated that they heard fluid when shaking the insulin pump. The insulin pump will be returned for analysis.